Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in patient's notice and the allegations therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2014-00031 & 1825034-2016-01972). Not returned by attorney.

Event description:
Patient's legal counsel reported the patient underwent a revision procedure approximately four years post-implantation due to unknown reasons. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.